Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr por fmrl-lt 62.5 p/n 183066 l/n: 928230. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 09154, 0001825034 - 2018 - 09161, 0001825034 - 2018 - 09163, 0001825034 - 2018 - 09165.

Event description:
It was reported the patient underwent an initial left knee arthroplasty 2 years post implantation. Subsequently, the patient was revised due to pain and implant component fracture. No additional patient consequences were reported.